Manufacturer narrative:
(B)(4). Corrected data: on the initial medwatch, the received date was reported incorrectly. The correct date is (B)(4)2017 as additional information was received on that day making the file reportable.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify: did not work, it did not fire properly. The device fired partially and then got caught. Did the device fire at all? Just a few staples. Started the staple line. Did the device deploy any staples? Yes. Was the staple line complete? No. Did the device deliver a cut line? No. Was the cut line complete? No. Was the cut line and staple line equal in length? No. Were the staples formed in the proper b form shape ? No. The analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload was received unfired with the swing tab locked out. This condition is consistent with an improper loading technique. The cartridge reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Reference ¿instructions for use¿ for complete loading instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was necessary to open a third load of the stapler (75mm), because one of the two loads used did not work; it did not fire properly. There were no adverse consequences for the patient reported.